Event description:
Patient complained to the nurse that the telemetry box was getting very hot. The nurse checked the box and the tele box was hot. The batteries were very hot to touch. The nurse removed the box from the patient and notified biomed. Biomed confirmed that the batteries are heating up.